Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing illumination issues before a procedure. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement bulb (which was ordered and shipped to the customer directly). A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 30, 2013. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause cannot be determined conclusively. (B)(4).